Event description:
It was further reported that it was unknown if the batteries were part of the reason for the pump stop. The batteries and controllers were exchanged. The site was concerned the patient may have another pump stop, the patient was moved up the transplant list, and the vad was explanted as the patient received a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Newly received information indicated that the controllers were exchanged and the vad was removed for heart transplant. A correction was made to b5 event description and h10 - additional devices to include batteries. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-apr-2020 h5: no h6: patient code(s): c50483 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-apr-2020 h5: no h6: patient code(s): c50483 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-apr-2020 h5: no h6: patient code(s): c50483 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-apr-2020 h5: no h6: patient code(s): c50483 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. -correction: h2 eval code result (fdr/annex c): corrected to include code c07 h2 eval code conclusion (fdc/annex d): corrected to include code d01 h2 img (annex g) component: corrected to include code g04073 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 21-mar-2021 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-mar-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial or lot#: (B)(4). UDI #: 00888707001663 device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was changing batteries on the primary controller a ventricular assist device (vad) stop alarm sounded. The controller was exchanged to a back up controller, and the pump did not start. The controller was changed back to the primary controller and the pump started again. Log files revealed an unexpected loss of power. The patient required cardiopulmonary resuscitation. The vad and controllers remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly information provided additional details to the description of the event, additional relevant history, and lab values; b5, b6 and b7 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported the patient required oxygen via facemask following CPR, and the patient was treated with intravenous (IV) epinephrine.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad), two controllers, four batteries, the controller dc adapter, two controller ac adapters, the battery charger ac adapter, and the battery charger were returned for evaluation. The outflow graft was not returned for evaluation. No performance allegations were made against outflow graft, the controller dc adapter, two controller ac adapters, battery charger ac adapter, and battery charger. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers, batteries, controller dc adapter, controller ac adapters, battery charger ac adapter, and battery charger revealed that the devices passed visual examination and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis associated with the controller in use the controller revealed four controller power-up events without associated motor starts logged on 31-aug-2020 at 13:34:09, 13:34:40, 13:35:11, and 13:35:32. The controller was without power for 15 seconds and a maximum of 24 seconds, 31 seconds, and 20 seconds, respectively. A vad stopped alarm was logged at 13:36:14 indicating that the pump failed to restart after several attempts. A vad disconnect was logged at 13:36:58 due to the physical disconnection of the driveline from the controller, likely during troub leshooting and/or a controller exchange. Log file analysis associated with the controller revealed two controller power-up events without associated motor starts logged on 31-aug-2020 at 13:37:25 and 13:38:28. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 07/aug-2020, indicating that the controller power ups were during a controller exchange. The controller was without power for 22 seconds prior to the controller power-up at 13:38:28. A power disconnect alarm was logged involving battery at 13:38:00. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. At the time of the power disconnect alarms with an overcurrent alert, the alarm log recorded high power consumption, indicating a higher current consumption from the battery. The battery was most likely physically disconnected, causing the controller to log this event as a power disconnect alarm. A vad stopped alarm was logged at 13:39:33 indicating that the pump failed to restart after several attempts. A controller power-up event without an associated motor start was then logged at 13:40:58. The controller was without power for 43 seconds. After the controller power-up event, a second vad stopped alarm was logged at 13:41:34, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged at 13:46:24 due to the physical disconnection of the driveline from the controller, likely during troubleshooting and/or a controller exchange. Furthermore, a co ntroller power-up event was logged on the controller at 13:46:05, and a successful motor start event was recorded at 13:46:23, likely during a controller exchange, as mentioned in the reported event details. The controller was without power for 9 minutes and 9 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.